Event description:
The customer's husband called to find out if novolog insulin was acceptable to use in the insulin pump. The caller then reported that the customer was treated by the paramedics due to a blood glucose reading of 34 mg/dl. The caller stated that he was talking with the customer in bed, when she suddenly lost consciousness. The customer was treated by the paramedics, and was not taken to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.